Event description:
This lead was explanted due to high thresholds. It was noted that the lead had retracted slightly. The associated device was at eri indication and was replaced during this procedure. Should additional information become available, this event will be updated.